Manufacturer narrative:
Blocks b5, h6 (device codes) and h11 have been updated with the additional information received on february 27, 2025. Block h6: imdrf device code a04 is being used to capture the reportable event of stent cover damaged.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted in the esophagus to treat a stricture caused by cancer during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2025. During the procedure, it was noticed that the stent had multiple punctures in it. The procedure was then completed with another of the same device. There was no patient complication reported as a result of this event. Additional information received on february 27, 2025. It was reported that the wallflex esophageal stent was to be implanted in the esophagus to treat a 3cm malignant stricture. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, it was noted that the lining of the stent was punctured.

Manufacturer narrative:
Block h6: imdrf device code a0401 is being used to capture the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted in the esophagus to treat a stricture caused by cancer during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2025. During the procedure, it was noticed that the stent had multiple punctures in it. The procedure was then completed with another of the same device. There was no patient complication reported as a result of this event.